Event description:
Patient was found unresponsive either late last night or early morning on the date of this report. The cause was unknown but the healthcare provider (hcp) wanted to put the pump in min rate to rule out any pump issues. Drug delivered via the device was prialt and per reporter patient had been at 3mcg/day since her last refill, which was 3 weeks ago. Per reporter nothing looked abnormal with the pump. It was later reported that patient had a seizure on the night of (B)(6) and then was unresponsive at home. She was rushed to the hospital and intubated but unresponsive. No other tests were done on the pump but the pump was turned to minimum rate on (B)(6). On (B)(6), patient was awake and alert and no longer intubated. Cause was undetermined and patient was still being evaluated/ observed however currently doing well. They planned to empty the pump of all prialt in the near future. On (B)(6) 2014, it was stated that patient was awake and home. The pump was infusing prialt at minimal flow. Patient was scheduled to come in for pump rinse and change to other medication in the pump. It was noted that they will be following it up with the hcp since it was a prialt side effect.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).